Event description:
It was reported to philips that the device experienced a defib test failure. The device was not in use on a patient.

Manufacturer narrative:
Report originally submitted with cfn# 1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device experienced a defib test failure. The device was received by bench repair on 16-sep-2020. Upon evaluation of the device by an authorized bench technician, it was verified that the unit had experienced a defib test failure. Based on the noted issue, it was advised that the failure could be tied to a potentially faulty therapy pca. However, further troubleshooting of the unit found that the output of the capacitor was below product specifications which could also directly cause/contribute to the failure. As a result, it was determined that both the capacitor and therapy pca would need to be replaced to resolve the reported failure. The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in a mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Based on the conclusion of the initial evaluation, it was originally reported that the therapy pca and capacitor needed to be replaced to return the device to working condition. Both components were replaced and the device was returned to full functionality. However, a follow up analysis of the returned therapy pca was completed and there were no noted issues with the component that could have caused or contributed to the original allegation. As such, it has been determined that the cause for the original failure was a faulty capacitor. The mrx device was returned to the customer site following the initial evaluation and no further investigation or action is warranted.